Event description:
Respiratory therapist was rounding and noticed that monitor screen was blank. Wiggled power cord and monitor blinked on, and then went out again. Taken out of service by bio-med technician who was able to turn it on and could not replicate the event.